Manufacturer narrative:
A review of the device history record indicates all (B)(4) devices manufactured under this lot number met final release criteria at the time of manufacture. Therefore manufacturing processes are not believed to have contributed to the reported event. Upon evaluation of the returned device, the reported phenomenon could not be duplicated, though damage to the scope was noted. For this reason a definitive root cause could not be determined. The reported phenomenon may result if the aspiration needle and/or biopsy adapter (maj-1414) are not properly installed as detailed in the instructions for use.

Event description:
The user facility additionally reported that the procedure was able to be completed. The procedure being performed was aspirates of lymph nodes. A different needle was used to complete the procedure. The patient demographics for this event is unknown. No further information is available.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint that the needle would not lock securely was not confirmed. The cause could not be determined. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that when using the na-u403sx-4019 sheath, locking device was not holding and the sheath was moving during the fine needle aspiration process. When aspirating during a biopsy procedure the needle would unlock after two passes. It was difficult to withdraw the needle from the patient as the needle kept unlocking. It is unknown if the scope was angulated when the needle was inserted. The scope developed a large hole, and it may have been caused due to the needle becoming unlocked. The physician was able to change the needle and the procedure was completed. There was no patient injury. No additional information was provided.